Event description:
It was reported that during biopsy procedure, the patient allegedly experienced severe pain in shoulder and spine region. It was further reported that anti- inflammatory drugs were given and in one of them, opioids were used. The current status of the patient was unknown.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023).